Manufacturer narrative:
The report of a channel disconnect alarm was confirmed. Physical inspection noted the presence of contamination, corrosion and wear on the pins of the left iui connector on the pump module with a white colored dried fluid residue on the bodies of the iui connectors and around the door, platen and membrane frame assembly. The same dried fluid residue was present on the bodies of the iui connectors and plastics of the concomitant modules. Analysis of the pcu event log showed that on (B)(6) 2016 at 10:45am an infusion of ivf maintenance was started and within a few seconds the infusion was stopped by an interruption of power to the module, resulting in a channel disconnected alarm. The log showed that this pump module and a concomitant pump module had three previous power interruptions earlier in the day that induced channel disconnected errors. The channel disconnect was replicated while physically manipulating the pump modules attached at the right side of the pcu. The infusion running on the suspect device, channel b, was stopped and the channel c pump module power was reset while in an idle state. The proximate cause for the reported event is contamination and corrosion on the pins of the left iui connector. The root cause for the contamination and corrosion was not identified.

Event description:
The customer reported that a channel disconnect alarm occurred during IV fluid delivery causing the device to turn off prior to the restart of the infusion. No patient harm was reported to have occurred, and no other event information is available.